Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. No display anomalies noted during testing. Missing segments or partial display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was turning on and off multiple times. Customer stated that the insulin pump screen flash and then turns off. Customer also stated that there was no battery alarm and showing the battery icon was also green. Customer stated that the display was solid white and insulin pump was not dropped. Customer stated that the insulin pump was working and as per instructions the customer tried for self test and the insulin pump shutoff. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.